Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a painful sensation down their right leg while lying in an electrical bed. Reportedly, the issue persisted with stimulation turned off. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new device which resolved the issue.